Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# j0344053v, implanted: (B)(6) 2004, product type: lead. Product ID: 3487a-56, lot# v014903, implanted: (B)(6) 2007, product type: lead. Product ID: 3487a-56, lot# v031702, implanted: (B)(6) 2007, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was scheduled to see an urgent care doctor the day after the report to address their issues. The patient was concerned that if the lead wire was taken care of soon it might damage their spine.

Event description:
It was reported the patient was in the ER via ambulance due to a pain they are experiencing that they are relating to a potential lead break. It was noted the patient does not currently have a managing health care provider (hcp) and does not have their patient programmer with them. It was noted the pain began two hours prior to report and the patient believes the lead wire has been broken for approximately one year.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient wanted her device checked at her healthcare provider (hcp) office. Her battery had not been working for almost 2 years. It was mentioned that the patient had gone to the emergency room in (B)(6) because a lead in her neck had popped. She awoke with severe neck pain and couldn't move at all. An x-ray had determined everything was fine so it was thought that it was the battery. The patient was taking more medication to control the pain than she got the machine for. For the first 1.5 years it was coming on depending on how she moved her neck but not continuously. For the 1.5 years up to the time of this report it wouldn't come out at all. It had not been working for as long as the neck issue and the past year. Follow-up was performed to determine if the device had been checked and what had been found. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was upset and frustrated since their device had been turned off since (B)(6) 2014 because it was not working but the battery was still working. After the device was turned off, the patient had more myofascial pain. The patient had 12 physical therapy sessions related to this pain and the pain went away. Their issues with their device had started in (B)(6) 2012 and got worse in 2013. The patient was not feeling any stimulation at all and felt there was some shortage. The patient could feel stimulation once in a while for 5 seconds and they were lucky if the felt it a few times a month. Around (B)(6) 2015 the patient started having rsd pain because they felt pain with severe burning. The patient was taking a lot of pain medications to deal with this pain. The patient was looking for a doctor to help with their device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cause of the event was not determined. The patient's impedances were all out of range which was consistent with a broken lead. The patient noted that some of the wires were loose. The patient did not have a treating physician at the time of the report. The patient had a loss of therapeutic effect. The patient was not receiving effective therapy but was looking for a doctor to perform a revision.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the manufacturer representative was unable to see the patient while in the ER. It was noted the patient's health care provider (hcp) stated the patient "likely needs a new battery, device works intermittently". It was noted the patient was discharged from the ER on (B)(6) 2014 and could feel stimulation at that time.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# j0344053v, implanted: (B)(6) 2004, product type: lead. Product ID 3487a-56, lot# v014903, implanted: (B)(6) 2007, product type: lead. Product ID 3487a-56, lot# v031702, implanted: (B)(6) 2007, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was going to have their implant revised in (B)(6). A manufacturer representative checked their device and found that one of the "wires to the computer" was not activated so they had to turn off their battery. They thought it was a dead battery.

Event description:
The patient reported a month later that they are having problems finding a doctor who can do the surgery or actually accept the surgery. It was noted this is a (B)(6).